Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality. The cause of the condition was determined to be out of adjustment link screws. The link screws requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the key and did not prompt to load the set during testing. The reported event was discovered in the biomed service. There was no patient involvement. No additional information is available.